Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male pt experienced open sores on his chest and under his arms due to contact with the lifevest. The pt informed his dr of his issues with the lifevest, but there is no indication that the dr provided any sort of intervention for the irritation. The pt ended use of the lifevest. There is no additional info available on the condition of the pt's skin.